Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the customer was following the proper fill and load technique. Blood glucose level was 222 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.